Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It is indicated that the device was discarded; therefore, a failure analysis of the complaint device cannot be completed. Reviews of the lot history record and query of similar incidents in the complaint-handling database could not be conducted because the lot number was not provided and the device was not returned. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that an arteriotomy closure of the right femoral artery was attempted using a proglide device after a diagnostic procedure. Reportedly, a cuff miss occurred, and a second proglide was used to achieve hemostasis. There was no adverse patient sequela. The physician is reported to be trained in the use of the proglide device. No additional information was provided.